Manufacturer narrative:
(B)(4).

Event description:
A provider reported that a vns patient was taken to the hospital for suspected infection at the generator incision site. The generator, and lead were explanted. It was stated that the patient did not experience sepsis or fever associated with the infection. The providers wish to re-implant the patient as soon as the patient is medically stable. It was reported that the patient was on a 3-4 week course of antibiotics. Follow-up confirmed that both the pulse generator and lead were explanted. The explanted devices were discarded by the explanting facility. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The provider stated that the suspected cause of the infection was patient influence (scratching). Cultures were taken but multiple attempts to obtain the results were unsuccessful. The patient was subsequently cleared by an infectious disease physician for vns re-implant and the patient no longer required antibiotics.